Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed the catheter was attached to the two-piece connector assembly and the distal valve was present. A significant amount of biological residue was observed within the catheter. A functional evaluation of flushing the catheter with water using a 12ml syringe was performed. A leak was observed between the 30cm and 31cm depth markings. The majority of the flushed water was discharged through the damaged area, with only minimal dripping observed from the distal valve. A tactile evaluation revealed some tensile weakness and necking of the catheter near the damaged area. A microscopic observation revealed the rupture in the catheter was slightly curved. The fracture surface was smooth and granular. A significant amount of biological residue was observed distal to the split. These findings suggest the catheter experienced a burst due to an occlusion caused by the biological residue present within the catheter. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on the (B)(6), it was inserted in the right upper arm to administer the antibiotic piperacillin to a patient with a difficult route. No problems with the procedure. Catheter cut approximately 42 cm. Insertion site 31 cm. No problems when administered at 14:00 and 22:00 on the (B)(6), and 6:00 on the (B)(6). Each was administered by natural drip for 30 minutes. When backflow was confirmed before administration at 14:00 on the (B)(6), the doctor on duty was able to confirm backflow, but the patient complained of discomfort when injecting saline, so use was discontinued. It was removed on the (B)(6). When the catheter was checked, a drug solution leak was confirmed from 30.5 cm.